Event description:
Reportedly, the clips were falling from the device intermittently prior to application. Surgeon applied device which cut the vessel resulting in bleeding. Suture was used to control the bleeding.